Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned. The scope of this investigation was limited and the reported experience could not be confirmed. Inspection of the device revealed no abnormal observations that could contribute to the reported needle-to-cuff miss. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, when the plunger was pulled back the suture was not retrieved; a cuff miss occurred. The device was rewired and another proglide device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.